Event description:
The facility reports the resident was being transferred from the bed. The sling was attached and the caregiver raised the resident off the bed and pushed the black handle to bring pt up to a sitting position. At this point, the combi bar came off the boom. The top of the hanger bar struck the resident in the face. The resident suffered a contusion and lost a tooth.